Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the evis exera iii video system center had a power supply parts issue. The printer cord got stuck in the back of the box and the screws broke off. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Updated fields: b5 this report is being supplemented to provide additional information based on the additional information provided by the customer.

Event description:
Additionally, the customer was not sure if the printer cord was stuck; printer out terminal or inlet and the cv-190 was working normally in spite of being stuck.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.